Event description:
Information was received from a consumer regarding a patient (pt) with an implantable neurostimulator (ins). Pt reported they had a lead revision done in (B)(6) 2023 which they had to remove because they did not use stitches and used some glue that opened up and pt got infected from their neck down to their battery in the right cheek. They had to remove the whole stimulator in (B)(6) and pt had brain fluid leak and was throwing up. They did not put the implant back in for 2 more months.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023 explant date (B)(6) 2023 brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.